Manufacturer narrative:
Unit alarmed motor error during rewind due to corrode the motor home switch. Unable to perform unable to perform operating currents, unexpected restart error test, self-test, rewind test, basic occlusion test, occlusion test, prime, compromised forced sensor system test, excessive no delivery test and displacement test or verify low battery alarm, cal error alarm or communicate to sensor simulator or bg meter due to motor error alarm. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had battery life was now quicker and rewinding now was much rougher than before. No harm requiring medical intervention was reported. The customer routinely got a calibration error, and at times unable to download into care link. The device will not be returned for analysis.